Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage, probably rear covers from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Initial reporter was maintenance worker. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields and b5 describe event and problem deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage, probably rear covers from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence corrected b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the top covers were broken with missing particles due to physical damage. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the top covers were broken with missing particles due to physical damage. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on an information gathered, the defective pwdii-7-upper cover + handle (ard369221998) replaced, and device is back in usage again. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to headlight cover cracking, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of headlight cover broken with missing particles on powerledii surgical lights, there was no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can conclude that the failure ratio is low for headlight cover broken with missing particles. A root cause analysis was performed by subject matter experts at the manufacturing site. As they stated, the cause of this damage is probably a mechanical shock. To prevent any incidents, the instruction for use IFU 01811 operating instructions mentions : "the use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device. Check that the device has not suffered any impact damage." Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the top covers were broken with missing particles due to physical damage. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.